Event description:
General report received of an unspecified number of undocumented incidents of disconnections. On unspecified dates, primary plumsets were being used to deliver unspecified medications, at unspecified rates, via plum pumps. At unspecified times, the secure lock male adapter of secondary tubing sets were connected to the clave secondary port of the plumsets for a piggyback deliveries of unspecified volumes of packed red blood cells, at an unspecified rates. After unspecified lengths of time, it was reported that the secure lock male adapter of the secondary tubing sets disconnected from the clave secondary port of the primary plumsets. It was reported that unspecified volumes of blood leaked. The customer contact reported that the nurses reconnected the secure lock male adapter of the secondary tubing sets to the clave secondary port of the primary plumsets and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.